Event description:
Reporter indicated a vns (B)(4) handheld computer with version 7.1 software was freezing on the interrogation screen. The suspect computer and flashcard were returned for analysis and the screen freezing event was confirmed. Screen freezing is known to occur with the combination of the (B)(4) computer and version 7.1 software.

Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information provided by the user: patient was (B) (6). The sample tested on a cobas e601 for toxoplasma igg was reported on the initial medwatch with a result of 72 ui/ml. The actual result was 70.08 ui/ml. The same sample was sent to another lab and repeated on the biomerieux vidas with a result of 6 ui/ml.

Event description:
A sample was tested on a cobas (B) (4) for toxoplasma igg with a result of 72 ui/ml. This sample was went to another lab and repeated on the biomerieux vidas with a negative result (no specific data was provided). A new sample from the patient was drawn on (B) (6) 2010 and a result of 66 ui/ml was obtained on the cobas (B) (4) and negative on the biomerieux vidas (no specific data was provided). The sample from (B) (6) 2009 was retested on (B) (6) 2010 on the cobas e601 and the result was 74 ui/ml. The toxoplasma igg reagent lot number used in (B) (6) 2009 was 155072 and the reagent lot number used in (B) (6) 2010 was 156539. No information was provided to determined if the results were reported or if the patient was adversely affected.

Event description:
The patient had a 55cm trapease permanent vena cava filter implanted on an unknown date. It was reported that the inferior vena cava was occluded below the trapease filter. The physician feels that the cause of the ivc thrombosis is due to the trapease filter.

Manufacturer narrative:
One patient sample was returned for investigation. The user's results were verified. The positive result was further confirmed by neutralization assay using antigen extract of native toxoplasma. The positive elecsys toxoplasma igg result is correct. No adverse events in relation to the positive results were reported.